Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient had historically presented with high capture thresholds from their right ventricular lead, resulting in the fast depletion of a competitor's pacemaker battery. The pacemaker had to be replaced due to the depletion on (B)(6) 2021, but the lead was left in place because patient exhibited sensitivity to lead testing. Patient was stable after the procedure.